Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report number is 3008114965-2023-00625.

Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the right internal carotid artery communicating segment, an enterprise2 4mmx23mm intracranial stent (encr402312, 7469249) became impeded in distal end of the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through. The physician withdrew the microcatheter (mc) and changed to a new microcatheter (other brand), but the stent was still impeded in distal end of the mc and could not pass through. The doctor retracted the stent and switched a new one to complete the surgery. The second microcatheter was not replaced. The procedure was prolonged about 15 minutes. Additional information received indicated that they were no able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior the encountered resistance. An adequate flush was maintained through the devices. There was not clinically significance due to the procedural delay.

Manufacturer narrative:
Product complaint # (B)(4). A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and is was noted that the stent component was detached from the delivery system and not returned for evaluation. No appearance of damages was noted on the delivery wire nor the introducer. Microscopic inspection revealed dried saline residues along the distal tip of the delivery wire. No damages were observed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. The detachment of the stent was not originally reported, the exact time of the occurrence cannot be determined, and it is not considered a contributing factor to the issue reported. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. ¿ withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. ¿ withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The medical imaging was reviewed by cerenovus sr. Medical affairs director. The assessment reads as follows: ¿the description is clear and supported by a video supplied. The images show a microcatheter in the pcom aneurysm and a second catheter with the tip in the mca on the right. Through the second microcatheter a stent is navigated up, but as soon as the device reaches the ophthalmic segment, there is too much friction to be delivered further. Since the tip of the wire is not bending, and given the movement of the microcatheter, it is clear that the friction point is in the ophthalmic segment. This may be due to kinking or external compression (given that there are two catheters simultaneously) and supported by the fact that also a new catheter did not solve the problem. It is unclear why a new stent eventually did go past the segment, and if the first stent and catheter are still available for analysis by the r&d team, this may shed a light on the cause¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.